Manufacturer narrative:
It was reported that the ventilator's pressure transducer printed circuit board was found defective. According to information the hospital replaced the part themselves. No device logs provided and no part returned for investigation. This information is not specific enough to point to any particular fault. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's pressure transducer printed circuit board was found defective. There was no patient harm. Manufacturer's ref. (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).